Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. After using the system for approximately 18 months the patient reported lack of pain relief. Reprogramming was unable to correct the symptoms and imaging then confirmed the implanted lead had migrated away from the initial location. Surgical revision was performed on (B)(6) 2026 to remove the migrated lead and place a new one. During the procedure the implantable pulse generator (ipg) and second lead were also replaced out of caution.

Manufacturer narrative:
There are no reports of any events leading up to the lead migration. The knee is a highly mobil implant location and migration is a known inherent risk of implantable neuromodulation systems.